Manufacturer narrative:
Investigation is pending.

Event description:
A friend of the end user and the end user alleged unexpected high inratio inr results. On (B)(6) 2015, the end user tested on the inratio inr and received two (2) unexpected high inr results (6.1 and 6.6) within minutes of each other and using the same finger but different fingerstick to retest. The prior week the end user's inr was in his therapeutic range of 2.2 - 2.6. During testing on (B)(6) 2015, it was reported that there was difficulty obtaining a hanging drop of blood, so the finger was placed above the strip and the blood was allowed to flow onto the strip. The caller stated that the blood was exposed to air for approximately 30-40 seconds before it was placed on the strip. The end user just arrived back to the united states from traveling to (B)(6) and believes that his strips were stored in his checked luggage for the duration of the flight. No changes have been made to the end user's medications or diet recently. The end user consumed 2 beers within 8 hours earlier on testing date. There has not had any unexpected bruising, bleeding or clinical signs that his inr may be elevated. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on the reported strip lot met accuracy criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper techniques were identified in the complaint. These may cause unexpected results. The customer did not provide a laboratory comparative for the reported inratio values. It is not possible to verify accuracy of the reported values without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.